Event description:
The customer reported that there is variation between the blood glucose level and the sensor readings. The patient declined to provide the blood glucose level. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.